Event description:
Per the clinic, the patient experienced skin overgrowth and infection at the abutment site and subsequently was treated with oral antibiotics and local corticosteroids (specific date and duration not reported). However, the issue did not resolve. Subsequently, the patient underwent a skin revision surgery under general anaesthesia (specific date not reported) in order to remove the excess skin. The implanted device remains.